Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) felt thumping on their chest. Technical services (ts) was consulted and it was discovered this crt-p entered safety mode, with the safety modes unipolar pacing probably causing the thumping felt by the patient. This crt-p was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode . Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) felt thumping on their chest. Technical services (ts) was consulted and it was discovered this crt-p entered safety mode, with the safety modes unipolar pacing probably causing the thumping felt by the patient. This crt-p was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed. Additional information received indicates that the patient with this lead experienced diaphragmatic stimulation which caused pain. The patient received morphine as treatment. The patient reported that they had previously experienced the issue of diaphragmatic stimulation, so pacing had been disabled for a lead, with the other lead still pacing. The crt-p system has associated non boston scientific leads as well as boston scientific lead. The lead responsible for the diaphragmatic stimulation was not specified. When interrogated, it was discovered this crt-p had entered safety mode. The crt-p system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) felt thumping on their chest. Technical services (ts) was consulted and it was discovered this crt-p entered safety mode, with the safety modes unipolar pacing probably causing the thumping felt by the patient. This crt-p was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.